Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 7 patient samples on a cobas pro ise analytical unit. Sample 1 had a an initial result of 126 mmol/l and a repeat result of 139.2 mmol/l. Sample 2 had a an initial result of 128 mmol/l and a repeat result of 132.4 mmol/l. Sample 3 had a an initial result of 127 mmol/l and a repeat result of 141.7 mmol/l. Sample 4 had a an initial result of 127 mmol/l and a repeat result of 138.7 mmol/l. Sample 5 had a an initial result of 109 mmol/l and a repeat result of 137.8 mmol/l. Sample 6 had a an initial result of 128 mmol/l and a repeat result of 139.3 mmol/l. Sample 7 had a an initial result of 124 mmol/l and a repeat result of 134.8 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.